Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2012 indicating that the patient passed away. It was determined that the patient passed away on (B)(6) 2012. The patient was reportedly found in their room and was wearing the pump at the time. The patient reportedly had a recent issue with abuse of robitussin. The coroner's office indicated that there were no signs or corrosion or moisture in the pump and the pump was able to power on. The pump history shows that a cartridge change was completed on (B)(6) 2012 due to an empty cartridge alarm. The history indicates that the patient primed only 0.5 units and performed a 0.5 unit fill cannula. The delivery history shows that the basal and bolus totals add up correctly. There was no information regarding the condition of the infusion set or site. The cause of death was not determined; however, the autopsy found that ketones were present. This report is being made based on the following conclusion; the patient reportedly passed away while on insulin pump therapy and the cause of death has not been determined at this time.